Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port pins were bent, resulting in difficulties charging the pump and the pump subsequently shutting off. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. Reportedly, the customer continued to use the current pump for insulin therapy.